Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon (iabp) balloon was not filling during use. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d10 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was unable to reproduce the failure and no parts were replaced. The unit passed all functional and safety tests as per manufacturer's specifications.

Event description:
N/a.